Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per (B)(4) and (B)(4). Found no leakage anomaly during filling. Also perform visual inspection and found transfer guard¿s needle not centered. Transfer guard needle found not parallel to transfer guard body axis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir had damaged and leaked. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer stated that the during the filling of the reservoir middle piece started to leak. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.